Event description:
It was reported that patient experienced mechanical lower back pain and facet fluid likely due to the patient developing hypermobility at lumbar vertebrae l4-l5 and dorsal migration of the superion indirect decompression spacer. The patient underwent an explant procedure and the explanted device was retained by the facility.